Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 300 mg/dl which was treated and the customer was feeling okay. Since the customer had already change the infusion set no troubleshooting was performed during the phone call. The customer was calling only to find out why the alert occurred and information was provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.